Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited loss of capture and sensing. A fluoroscopy revealed that the lead had dislodged. It was difficult to remove the lead, so a new lead and system was implanted on the patients right side. The patient was in excellent condition after the procedure.